Event description:
It was reported that the patient presented with discomfort due to diaphragmatic stimulation. The pacemaker was explanted and replaced. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.